Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.